Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod for longer than 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. In addition upon removal of the pod from the infusion site the cannula was found to be bent. As treatment, the patient administered a manual pen injection of insulin.